Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed during bench testing. Failure analysis revealed that the returned device passed functional testing; however, it was observed that the battery had exceeded the useful operation life of 375 charge cycles. This observation did not affect the functionality of the device since the battery was able to charge a provide power to a test controller. Visual inspection revealed illegible markings on the release indicator of the battery connector. These markings assist the patient during a connection between the battery and controller. Failure analysis of the returned device also revealed a tear on the output cable. The observed illegible markings and tear on the output cable are not related to the reported event. The most likely root cause of the illegible markings and damaged cable can be attributed to wear and/or to handling of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging. The battery subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.